Event description:
The event is reported as: the bulb does not turn on/flickers. No patient injury reported.

Manufacturer narrative:
The catalog number and lot number are unk at the time of this report.